Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited premature elective replacement indicator. On (B)(6) 2016, the device was explanted and replaced. The patient was in stable condition during and post operation.